Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the product used in parotid surgery and didn¿t detect any emg signals. No signal was displayed on the monitor. The stim return shows zero, indicating current was not delivered but the surgeon was detecting on stimulate nerve. Stim delivery tone was heard when attempting to stimulate the nerve. Muscle relaxant was used before detecting 30mins. Problem identified before using it on patient. Stimulus set on the facial muscle. The procedure completed using back up device. No injury to patient.